Manufacturer narrative:
The reason for this revision surgery was for pain and "cracking". This was the second revision surgery. The implants were in the patient for 2 years 10 months prior to second revision. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4).

Event description:
Second revision surgery - due to the patient's complaint of pain and "cracking". X-rays revealed a piece of metal; believed to be the tip of the jack screw driver.

Event description:
Revision surgery - due to the patient's complaint of pain and "cracking". X-rays revealed a piece of metal; believed to be the tip of the jack screw driver.